Manufacturer narrative:
(B)(4).

Event description:
The customer also reported that she accidentally erased basal rate while changing basal rate to lower their blood glucose level and was running at 0.0 u/hr basal rate.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency room because of high blood glucose on (B)(6) 2019 with blood glucose of 470 mg/dl. Customer took manual injections to treat high blood glucose. Customer stated she was not in automode at the time of the high blood glucose event. The customer was treated by intravenous insulin and saline. Customer reported that they have contacted their health care professional regarding high blood glucose and doctor realized that the customer had added a second basal rate, but did not activate it. The active basal rate was the standard 0.0 u/hr. Customer did not receive any alarms, other than exiting auto mode and high blood glucose. Doctor was concerned that the system does not provide a notification when basal rate is set at 0.0 u/hr. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.